Event description:
It was alleged that the pt's temp recorded 99.9 with the ear thermometer while experiencing tachycardia. Cultures were drawn and antibiotics were given.it was reported that the rectal temp reading was 103. There was no pt consequence.